Event description:
The account alleged that while the staff has been transporting a pt the caregiver was pulling the bed from the footboard has fallen and been injured due to the welds breaking on the footboard posts.

Manufacturer narrative:
The technician investigated and the account stated that the caregivers were transporting the pt on a care assist bed and were exiting the room, foot end first. As they exited the room, they encountered resistance going through the door. Both caregivers pulled on the footboard harder to overcome the resistance. The footboard broke loose from the bed causing both of them to fall back into the wall and fall to the floor. The nurse aid injured both wrists and mid/lower back strain. Housekeeping injured their left knee and left hip, both were bruised. Both employees were given x-rays, there were no negative findings and were given over the counter pain meds. The technician inspected the bed and found both mounting pins were broken flush with the bottom of the footboard. The technician sent pictures. The technician found the bed is working as designed and that the account incorrectly used the product by having two people pull on the footboard which is not designed to be used to push/pull the bed.